Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two batteries were returned for evaluation. Functional testing revealed that the batteries were unable to charge due to a flag. Further analysis revealed that the flags were due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair in each battery increased above the voltage threshold. When an over-voltage fault occurs, the batteries are unable to charge but can still provide power. The battery charger status indicator will flash red after eight (8) hours due to a charge time-out. The flags were removed after allowing the batteries to discharge, causing the voltage to decrease below the voltage threshold. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Continuation of concomitant medical products: n141, defibrillator, implanted on (B)(6) 2012. 6996sq58, lead, implanted on (B)(6) 2014. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), return date: 2018-10-30, mfg date: 2017-12-28 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two ventricular assist device (vad) batteries were returned to the manufacturer because they were not charging and the indicator lights flashing red when on the battery charger. The batteries subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.